Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been implanted with an lvad since (B)(6) 2009 and had been doing well until last month where he experienced a major hemolytic event. The patient was then transplanted.